Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where medications were not showing on profile. A technical support specialist (tss) restarted the carefusion coordination engine (cce) services, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medications were not displayed on the patient profile. New medication orders did not appear on the es server or on the patient profile at the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.